Event description:
On 10/26/2021, it was reported by a facility representative via sems that an ar-6480 dualwave fluid management system cannot control pressure and accelerates on its own. This was discovered during a procedure, patient was not affected.

Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to misuse due to damage to the device; however, due to the device not being returned, we are unable to confirm the reported event.